Event description:
It was reported that a lead integrity alert was triggered due to short v-v intervals, noise and out of tolerance (oot) impedance in the right ventricular lead. It was further reported that a lead fracture was suspected. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d154atg implantable cardioverter defibrillator (ICD): (B)(6) 2008. 559453 implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.